Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device displayed a "device error. Service required" message during a patient event when attempting to perform a 3 lead ECG. The users then ran an operational check which failed for leads ECG. There was no harm to the involved patient. Another device was available for use.